Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where her ipg was repositioned which resolved the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site due to her ipg has twisted. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.